Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining "reactive" toxo immunoglobulin (igg) results for one (1) patient sample over the course of four (4) different days, generated by the unicel dxi 600 access immunoassay system. This report documents the results obtained on (B)(6) 2011. The sample was also run on an alternate methodology and was negative. There was no change in treatment or injury to patient associated with event.

Manufacturer narrative:
No sample collection or preparation information was supplied. Per data provided by the customer, qc is recovering within range. No system check data was provided. The customer requested to send the sample to customer product line support (cpls) for additional testing. The results from cpls have not been received to date. There was no indication that service was dispatched. No clear root cause for this event has been determined to date. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2122870-2011-05566, 2122870-2011-05568, 2122870-2011-05569.